Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lots met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Reported one false negative sars result for a symptomatic patient (5 days post onset of symptoms). The consumer communicated the result was confirmed positive by molecular (pcr testing). An additional consumer event was also commutated which is captured on a separate report.